Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter has an error 2 message. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain/verify additional information. The patient tests her blood glucose twice daily and manages her diabetes with pills, diet and exercise. About a month prior to calling lfs, the patient stated that her meter had an error 2 message. It is unknown what the patient does regarding her diabetes management after the meter issue; however, she claimed that she became shaky 10 days after the meter stopped working but she did not receive any treatment. This was not a new out of box product and the patient's testing technique was incorrect (use error). The patient does not have a new vial or test strip to retest the meter with at the time of the call. This complaint is being reported due to the following conclusions: the patient claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.